Event description:
It was reported that patient's system was unable to enter MRI mode following a few falls. Troubleshooting revealed low impedances on the lead. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event and patient's weight is estimated. During processing of this complaint, attempts were made to obtain complete device information.